Event description:
As reported by the user facility: IV pump failed to alarm that it was not infusing chemotherapy agent (even when volume and rate stated infusing). No patient injury reported.

Manufacturer narrative:
(B)(4). Multiple attempts to obtain the device and/or the device logs were not successful. Without the actual device and/or logs, a thorough investigation could not be performed and further evaluation is not possible. No specific conclusion can be drawn as to the cause of the reported event. All available information has been forwarded to b. Braun (B)(4). If the pump, pump logs, and/or additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).